Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 600 mg/dl at the time of incident. Customer states insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed displacement test and it passed. Customer states motor alarm did not recur. The insulin pump will not be returned for analysis.